Event description:
It was reported that during preparation for a photoselective vaporization of the prostate (pvp) procedure it was noted that during opening of the fiber package that there was something on the fiber. The facility deemed the fiber contaminated and did not use. Another fiber was used to complete the procedure with no clinical consequences to the patient. The fiber has been discarded.